Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The following journal article was received on october 24, 2016: "outcomes for a large metaphyseal volume hemiarthroplasty in complex fractures of the proximal humerus", jonathan j.e. White, mrcs, john r. Soothill, bmbs, marie morgan, msc, david I. Clark, frcs, marius p. Espag, frcs, amol a. Tambe, frcs. "The long-term outcome of the gschwend-scheier-bähler iii elbow replacement ewan bigsby, frcs (tr, orth)a*, mark kemp. 2016 journal of shoulder and elbow surgery board of trustees. Published by elsevier inc. The journal article reports that one patient with an zimmer anatomical shoulder fracture hemiarthroplasty underwent a revision surgery due to loosening. Implantation of the product took place between may 2008 and march 2013. Note: since the date of occurrence is unknown, date of event is left empty.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case, but no additional information has been received. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: event summary: the journal article reports that one patient with an zimmer anatomical shoulder fracture hemiarthroplasty underwent a revision surgery due to loosening. Implantation of the product took place between may 2008 and march 2013. No other information was available. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).